Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection identified that the pump had damaged lens. Review of device history log identified one high alarm for "reservoir volume zero". Functional testing included sensor testing. Functional testing identified no sensor error or false downstream occlusion. The error displayed in history was for reservoir volume zero. The pump was running fine before that. The customer stated issue was not confirmed and could not be duplicated. Problem source was not identified.

Event description:
Information was received indicating that smiths medical cadd solis vip pump exhibited downstream occlusion. There was no patient involvement in the reported event.